Manufacturer narrative:
The reported events of lead noise and low pacing lead impedance were confirmed. As received, a partial lead (only distal portion) was returned in one piece with the helix found extended and clogged with blood/tissue. Electrical testing found shorting between conductor paths due to the procedural damage to the lead, as received. Destructive analysis was performed, and visual inspection found the inner insulation was breached and the inner coil was exposed at the distal and middle region of the lead. The cause of the reported events was due to the insulation abrasion due to external forces.

Event description:
It was reported that the patient presented for a system upgrade procedure. Prior to the procedure, it was noted that the right atrial lead exhibited low impedance and noise that was oversensed by the device and led to inappropriate automatic mode switch. The noise was reproducible in clinic. The lead was explanted and replaced with a leadless pacemaker. The patient was stable.